Event description:
It was reported that the subject device had unrecognized instruments during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
His supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope socket was defective. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: traced to component failure, which indicates that expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device

Event description:
No additional information received from customer.